Manufacturer narrative:
(B)(4). Physio-control evaluated the device and the electronic patient records and was able to verify that the device lost power during the event, but during testing, was unable to duplicate any power issue. It was however observed that the battery connector pins had some wear. Physio-control replaced the battery connector pins as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power multiple times during a patient event. No additional information on the reported event has been provided to physio-control. There was no report of any adverse outcome to the patient.